Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd phaseal optima injector (n40-o) the product was damaged. There was no report of patient impact. The following information was provided by the initial reporter: optima n40-o injector fell apart when preparing a hazardous drug.

Manufacturer narrative:
H6: investigation summary: photo received by our quality team for investigation. Upon visual evaluation, the injector appears broken. A device history review was performed for lot 2110306 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Fifteen retained samples were used for additional evaluation. There were no visual defects, damage, or breakage noted and in all cases the product performed as expected. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. In all cases, the product functioned properly and there were no issues observed between the connection of the injectors. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. Manufacturing personnel have been notified of this incident to increase awareness of this matter.

Event description:
It was reported while using bd phaseal optima injector (n40-o) the product was damaged. There was no report of patient impact. The following information was provided by the initial reporter: optima n40-o injector fell apart when preparing a hazardous drug.